Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit high pressure transducer cable frayed. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h10. The following was performed by the failure analysis and testing (fat) department: the failure analysis and testing department received the following parts associated with this complaint: pn: 0682-00-0092-01 sn: (B)(6) transducer. Pn: 0004-00-0103-02 sn: n/a helium line . These parts were received with a reported unit failure message of frayed cable on helium transducer and helium line damaged. Performed visual inspection of both parts and found both parts were not in good condition. Cable frayed on high pressure helium transducer and helium line was damaged. The failure analysis and testing department verified the failure message of frayed cable and helium line damaged. Retaining both parts in the fat dept, per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the damaged high pressure transducer and helium lines. Also, the fse replaced the latter as a precaution to avoid leaks when reinstalling lines post transducer replacement. The fse states that the unit is fully functional. The unit was calibrated and passed all functional and safety tests. The unit was cleared for use and returned to the customer.

Event description:
N/a.